Manufacturer narrative:
Insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Insulin pump was received with moisture damage at motor assembly and electronic assembly.

Event description:
The customer reported via phone call that the insulin pump's esc button was not working. All other buttons were working. There was a button error alarm in the alarm history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.